Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that, following intraocular lens implant (iol) procedure, the patient was having blurred vision. The iol was exchanged for another lens approximately 2 months following the initial implant procedure. The clinical reason given for the explant was ¿anisometropia¿. Additional information was requested.

Manufacturer narrative:
Additional information provided in a.2., a.3., b.2., b.5., b.6., b.7. D.10. E.4. And h.10. Based on information received following submission of the initial report, this event does not meet criteria for reporting as a serious injury. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was reported that, reported that a [23.5] lens was exchanged for a [22.5] lens due to blurred vision, anisometropia . This does not meet criteria for reporting based on applicable medical device regulations. A lens exchange from one power to a different power is an attempt to adjust or fine tune the refractive outcome trying to achieve a desired target when the initial lens calculations did not achieve the intended outcome. There is no reported defect or fault with the lens.